Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, local infection / subacute chronic osteitis, peri-implantitis, infection, inflammation, mobility ((B)(6) are same patient).